Event description:
Customer reportedly obtained blood glucose results of 204 mg/dl, 170 mg/dl, 102 mg/dl, and 94 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.